Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformance's related to the reported event were noted. The getinge stm that encountered the issue adjusted the vacuum and pressure regulators, and completed the installation, the stm then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the initial reporter named is (B)(6). He is a getinge employee with different contact details from that of the event site which are as follows: (B)(6).

Event description:
It was reported that during installation of the cardiosave intra-aortic balloon pump (iabp) performed by a service territory manager (stm), the stm noted that the vacuum and pressure regulators were above specification. There was no patient involvement, and no adverse event reported.